Manufacturer narrative:
Follow-up # 1, 06/03/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/09/2011 with the following findings: the pump was returned to animas for evaluation. The pump history verified the following activity on (B)(6) 2011: 18:58 manual time change to 16:36, 16:36 10.5 unit bolus; 16:36 manual time change to 19:13. There were no alarms related to the complaint were found in the alarm history. A timekeeping accuracy test was performed and the pump was keeping time accurately. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mom claimed that the pump was losing between 15-20 minutes over the last month and a half. She compared the pump's time with a cell phone. There was no adverse event associated with this complaint. This complaint is being reported due to the unresolved reported issue.